Event description:
The account alleged fluid ingress into the mattress.

Manufacturer narrative:
The technician could not determine the cause of the fluid ingress. The account will order a mattress revitalization kit to repair the bed.